Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned for evaluation. Visual evaluation noted a piece broken off into the caresite valve. Based on the evaluation results the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. Previous engineering testing cited a probable root cause that could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Clinical staff should use caution when handling the patient connector. In particular, when attaching/detaching to other y-site valves, users should swab the top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow it to air dry before use. Please note the air drying of the alcohol before use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: rn disconnected IV tubing from access device and upon attempting to flush, realized blood was backing up and leaking out of connector - clamp on set did not stop blood flow, used hemstat to clamp and replace access device. Upon inspection, she noticed the spin lock connector was faulty. No injury reported.